Event description:
A 6.5mm solid cortical fully threaded screw which was used for proximal part of femoral nail was too tight and could not be revised through removal instruments during revision surgery. The screw used for distal part of the nail was revised. The time of surgery was extended for 120 minutes. There is not plan for another surgery at this moment. The patient's fracture was healed.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided information states the screw could not be removed, as the screw had been fixed too tightly in the initial surgery. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.